Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, on stapling the stomach, the stapler was not able to fire, the surgeon was able to press the green button and squeeze the handle and was missing firing strokes. The product had been replaced by another of the same code to complete the case. There was no patient injury.